Event description:
It was reported that, "the doctor put on the broach handle, but would not lock onto the broach. When he picked it up the broach fell off the handle. Got another handle and proceeded with the case."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.